Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 300's (mg/dl). Customer administered a manual injection to treat bg level and changed pump supplies. Customer indicated that they are in contact with their health care provider to address their high bg levels.